Manufacturer narrative:
(B)(4). The device has been received; however, the investigation is not yet complete. A follow-up report will be submitted with all additional relevant info.

Event description:
Device issue: balloon rupture. Time of device issue: during stenting procedure. Adverse event: none. It was reported that a xience v stent delivery system (sds) was advanced to the distal right coronary artery (rca) and another guide wire was engaged in a side branch due to heavy tortuosity. During the attempt to engage the xience, the catheter had to be withdrawn inside guiding catheter and no resistance was felt. A balloon was delivered and inflated in the side branch as an anchor balloon and the xience successfully engaged in the distal rca. During deployment of the 3.0x15 rx xience v stent in the distal rca, a balloon rupture occurred at 10 atm during the first inflation. The xience v stent was post-dilated to complete the procedure. There were no reported adverse pt effects. No additional info was provided.